Event description:
The customer was diagnosed with a viral infection. Symptoms include raw throat, cough, chest soreness, mucous production, difficulty sleeping and scratchy throat. The md was seen in the ER and took x-rays, blood work, and prescribed an unspecified antibiotic.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). It is important to highlight that the customer had used the soclean 2 device only twice. According to the customer, the md was unable to identify the cause of the viral lung infection. This is being reported for due diligence.